Event description:
A pump was returned to the hosp in-house bio-med dept with a report of "turning on and off by itself". The bio-med reportedly confirmed the pump turning on and off while sitting on a shelf plugged into ac. It is not known where the pump was being used and no clinical contact is available. No add'l details are available regarding pt use, medical intervention, or if the pump turned off during an infusion. No pt injury reported. No add'l details available.